Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to an infection. A device interrogation was performed to assess underlying rhythm. A drain was placed in the wound and closed. A temporary, permanent pacing system was implanted. There was no additional adverse patient effects were reported. This lead was explanted.